Event description:
Complainant alleged that the ventilator was experiencing fluctuations in mean airway pressure. The customer reported that the circuit had been changed three times and the oscillator had been replaced twice. Subsequently, the issue was temporarily resolved before the problem reappeared. Complainant did not indicate that there was any patient harm during the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11 additional information received indicates that the customer did not return the device for evaluation. The customer was sent a follow-up, but no response was received. Without the device or suspect products returned for evaluation, a formal investigation cannot be performed. Due to limited investigation data, this claim will be closed as no sample returned.